Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, an fse conducted an onsite follow-up with the customer to address the reported event. During servicing, the fse observed low areas on samples. To fix the issue, fse replaced the sample neede, injector sesal and stator. Then they ran patient samples to prime the instrument and calibrated and ran controls. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was due clogged sample needle, stator, and seal.

Event description:
On (B)(6) 2017, a customer reported low total areas with their g8 analyzer. The waste line was not backing up and the quality control (qc) was in range. Technical support advised the customer to change the sample probe and the customer did not have one. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting a1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.